Manufacturer narrative:
(B)(4).

Event description:
Patient was hospitalized due to feeling their device go off more which caused a burning sensation in the patient's arm, chest and back of their head. A rise in the patient's blood pressure was also reported. Further information was received noting that the patient had recently been in for cath lab work and experienced the reported events during the middle of the night. The patient's auto stimulation detection setting was changed from 3 to 1 by a livanova representative. No other relevant information has been received to date.